Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted approximately two and a half years later for reported normal battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that one year ago, this pacemaker's battery had three and a half years remaining. During device check last february, it had two and a half years left. However, when battery was checked after three months, it indicated less than six months remaining. Boston scientific technical services (ts) discussed issue and confirmed no programming changes. Atrial impedance measurement was noted to have dropped from 460 to 430 ohms. Ventricular impedance was consistently 360 ohms. Other measurements were good. Ts further advised to monitor and check again or to send data for engineering review. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.